Event description:
(B)(4). The end user states the bearing came out of the wheel on his wife's rollator. The end user states, the bearings came out of the rollator on the one side and the wheel is loose. No additional information and referred end user to provider for replacement 7857hf.